Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the package of a bd insyte¿ autoguard¿ bc shielded IV catheter was opening prematurely. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: one sample unit was received for evaluation by our quality engineer team. Upon examination, the unit was observed to be partially open at both ends. The product characteristics require a minimum of 1/8" seal width of adhesive; the provided sample displayed this characteristic. The sample was analyzed under uv light, as the adhesive used is uv fluorescent. The analysis revealed an adequate amount of adhesive. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the observed defect. A root cause could not be determined for this incident. However, previous complaints have been investigated for a similar issue. Lot analysis device/batch history record review findings: a total of (B)(4) units were built and packaged on line 11 from nov 4, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Observations and testing: received one insyte autoguard bc 22ga unit from lot number 5301906 exp. 2018-10. The unit was received partially open at both ends. Although the unit package was open at the top and bottom of the blister pack, the unit packages demonstrated to have evidence of an adequate seal with no anomalies at time of manufacturing. Note: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. In addition the paper top web of the returned units was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed adequate top web adhesive. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Conclusions: the defect stated in the description of the complaint was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Comment: although the package were received opened / partially peeled, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. CAPA 48637 has been opened to investigate the package open seal defects and implement corrective actions.